Event description:
It was also noted that there was no capture of the rv lead as the lead was dislodged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had elevated threshold on the rv lead over a three month period. The rv lead was repositioned and remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5524m implantable pacing lead (B)(6) 2000. (B)(4).